Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac has dim light. No negative impact on state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the customer's reported issue blade with insufficient brightness was confirmed. Additional defects were also identified. In total, the following findings were recorded: led illuminates weakly. Blade is damaged. Housing shows signs of wear. Cover is damaged. Plug is worn. Software version is up to date. Product has been labeled by the customer. General signs of wear. Based on the defects identified during the inspection, it is concluded that the root cause of the reported malfunction is mechanical damage attributable to user influence. The product has not undergone any servicing or repair since its date of manufacture. It is likely that the damage to the blade affected an internal cable or connector responsible for powering the led, resulting in reduced or improper led functionality. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information received has been reflected in section d4 serial number. The event is filed under internal karl storz complaint ID: (B)(4).